Event description:
While attempting to remove stent catheter from lad without deployment of stent, the stent was stripped off of deployment balloon and remained free floating in the left main. Attempts at retrieval failed. Second stent was utilized to trap/crush first stent againist the left main wall.device #1is this a laboratory device or laboratory test?no.